Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2132202 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the tip of a 6/7f mynx control vascular closure device (vcd) was ¿shredded¿. There was no reported patient injury. The device was not inserted into patient. The user was trained to the device. The product was stored as per labeling. Device was not returned as expected.

Manufacturer narrative:
Section d7a corrected.

Manufacturer narrative:
Complaint conclusion: as reported, the tip of a 6/7f mynx control vascular closure device (vcd) was ¿shredded¿. There was no reported patient injury. The device was not inserted into patient. The user was trained to the device. The product was stored as per labeling. The product was not returned for analysis. A product history record (phr) review of lot f2132202 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿mynx control atraumatic tip frayed/split/torn¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. It should be noted that mynx control device is manufactured with the sealant sleeve assembly at the distal end of the catheter cartridge tubing. The sealant sleeve assembly is assembled with 2 side slit overlapping sleeves. Please note that the slits in the sealant outer sleeve assembly are not a product defect. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the sealant sleeve assembly and is protected by the sealant sleeve assembly from being exposed prematurely. If the sealant sleeve is damaged/kinked during the device insertion into sheath, that could cause the sealant exposed/swelled, and/or obstruct the device path and prevent the device from being inserted into the procedure sheath. Procedural factors and handling process may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if it appears damaged. Neither the phr review nor the product information available that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.